Event description:
Weight has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 80 mg/dl at the time of the incident. The customer believes they delivered insulin into their body while performing a fill tubing process after a set change. The customer was at 155 mg/dl at the time of the call. The customer used food and was given intravenous fluids to treat. The customer also had high of up to 600 mg/dl as they did not take any insulin while at the hospital. The customer experienced high symptoms such as nausea and abdominal pain. The customer was wearing the insulin pump during the incident. The customer had an insulin flow blocked alarm the day before the incident. Troubleshooting was not completed for the low. The insulin pump will not be returned for analysis.